Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother reported that customer was hospitalized due to high blood glucose levels and ketones. Blood glucose levels at time of hospitalization was in the 300 mg/dl range. Events leading to hospitalization were customer was feeling sick and had ketones. Customer's mother reported that the insulin pump kept alarming but was unable to figure out what was wrong. Customer's mother declined to troubleshoot the device and just wanted a replacement. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.